Event description:
The pt experienced recharging and communication issues with the implantable neurostimulator; there appears to be bandages present over the implant site. It was reported that the implantable neurostimulator moved, and the pt will be returning to the hcp to check the incision and remove stitches. A follow-up visit with the hcp was pending. Additional info is being requested, a follow-up will be sent when additional info becomes available.